Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A winding former with a needle-suture combination and one empty opened foil of product code was returned. The swage and attachment area were as expected, no defects or damaged were found on the tip and body needle. The needle met the finish good requirements. Also, the foil and the print information was reviewed to be correct. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the needle body is not as expected. The label demonstrates that needle body is round. The physical needle body is different.